Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided h4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported that when taking impressions cover screw could not be disengaged from implant at tooth site 13, so that implant came out together with cover screw. Patient referred pain. Doctor performed suture.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Upon review/inspection of returned product. Instead of a cover screw, there was a hc333 stuck to the implant. This was not previously reported. On (B)(6) 2025 the doctor confirmed that there was a hc333 stuck to the implant, after additional information was received on january 7, 2025, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2024-02725 submitted on november 22, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Event description:
On (B)(6) 2025 doctor confirmed that there was a hc333 stuck to the implant.